Manufacturer narrative:
(B)(4) band falling off the varix. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band would fall off from the varix. The physician tested the speedband device outside the patient and noticed that it was able to function properly. The device was then reinserted into the scope and into the patient but the same issue occurred; the band would deploy but would not stay attach on the varix. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.